Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device (stent delivery system) is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with heavy tortuosity and mild calcification. The xience prime 3.5 x 12 mm stent dislodged from the stent delivery system (sds) balloon during the crossing attempt when it encountered resistance with the calcified lesion. There was no report of intervention to retrieve the dislodged stent and it remains in the internal iliac artery. The patient is reported to be fine and the procedure was completed with another of the same size stent. No additional information was provided.